Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the down arrow keypad button has been intermittently unresponsive for the past 4 months. She noted that the down arrow buttons feels mushy and does not click when pressed, and that the ok button symbol is worn. The pt denied physical damage to the keypad; denied exposing the pump to water; and stated that she carries the pump in a pump skin in her pocket.